Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the sales representative that before the installation of the valve, it has been programmed to 120 without any difficulty. When the surgeon has reviewed the patient, after implantation, the valve was at 30. The surgeon had difficulty re-programming the valve at 120. Then, when the surgeon reviewed the patient again, the valve was again at 30. At this time, it was impossible to re-program the valve, so it remains at 30. An x-ray will be done and the valve will be programmed with the rs. It is reported that the patient has headache and he feels good only when he lies down. The device remains implanted.